Event description:
The customer reported that the left monitor was emitting a bad smell and was not working. This resulted in a loss of live image. An alternate system was required to continue the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.